Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the first obtuse marginal artery with one 2.5 x 18 mm xience prime stent. On (B)(6) 2012, the patient was hospitalized with worsening chest tightness, with shortness of breath worsening over two weeks. The cardiac enzymes were elevated and the electrocardiogram showed a non st elevation myocardial infarction. On (B)(6) 2012, the patient underwent balloon angioplasty in the first obtuse marginal artery. On (B)(6) 2012, the patient underwent coronary artery bypass grafting in the target vessel and two non-target vessels. The patient was discharged from the hospital on (B)(6) 2012. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the patient's chest tightness began on (B)(6) 2012. The patient was then hospitalized on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, dyspnea, myocardial infarction and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system spirit trial/study instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).